Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, patient was unable to finger occlude the trach to talk due to the slit in the inner cannula. It was also reported that the markings on the flange of the trach rubbed off completely to the point the trach was unrecognizable. Due to safety concern, the patient was recannulated.